Manufacturer narrative:
Updated fields: e2, e3, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported malfunction was lighting failure caused by faulty front panel light-emitting diode (led). However, a definitive root cause for the reported malfunction could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, some led indicators of digital numbers on the insufflator was not illuminated. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.